Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the poly plug had already come off the sliding cap when the package was opened. The surgeon reset the plug and used it.